Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72404156, (B)(4), batch/lot number 553518004, model/catalog description reservoir 100 ml pc/iz.

Event description:
It was reported the patient had the inflatable penile prosthesis removed as the patient was unable to inflate the device. A new inflatable penile prosthesis consisting of 18cm cylinders, pump, and reservoir were implanted.